Event description:
On (B)(6) 2022, the following information was reported to kci by the patient: patient reported that the v.a.c.® drape allegedly caused an allergic reaction, green blisters, on her skin. The reaction caused a burning sensation in less than an hour. On (B)(6) 2022, the following information was reported to kci by the wound care nurse: patient has a history of infections and the present infection is being treated with ciprofloxacin for pseudomonas. The current infection is due to tissue breakdown as a result of the reaction to v.a.c.® drape. The patient has very sensitive skin; therefore, v.a.c.® therapy has been discontinued for now to allow the skin to heal. The v.a.c.® dressing lot number was not provided and was not returned; therefore, a device history record review and a device evaluation could not be performed.

Manufacturer narrative:
(Code unspecified): the v.a.c.® dressing was not returned; therefore, a device evaluation could not be performed. Based on the information provided, it cannot be determined that the alleged infection/deterioration requiring medication is related to the v.a.c.® drape. Device labeling, available in print and online, states:warnings: dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule.infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued.wound infection:call your doctor or nurse right away if you think your wound is infected or if the following symptoms develop or worsen: -you have a fever, -your wound is sore, red or swollen, -your skin itches or you have a rash or redness around the wound, -the area around the wound feels very warm -you have pus or a bad smell coming from the wound.precautions:protect periwound skin: consider use of a skin preparation product to protect, periwound skin. Do not allow foam to overlap onto intact skin. Protect fragile / friable periwound skin with additional v.a.c.® drape, hydrocolloid or other transparent film.-multiple layers of v.a.c.® drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration.-if any signs of irritation or sensitivity to the drape, foam, or tubing assembly appear, discontinue use and consult a physician.-to avoid trauma to the periwound skin, do not pull or stretch the drape over the foam dressing during drape application.-extra caution should be used for patients with neuropathic etiologies or circulatory compromise.deterioration of the wound:if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist:-check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation.-clean wound more thoroughly during dressing changes.-evaluate for signs and symptoms of infection and, if present, treat accordingly.-change dressing often, ensuring that it is being changed at least every 48 hours.-examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.-assess for osteomyelitis and, if present, treat accordingly.disclaimer:this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.